Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields- d8, updated fields - d9, h2 h3, h4, h10. A device history record review revealed no issues that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely that most probable root cause is due to a broken video cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope displayed b31 scope communication error. The issue was found during a therapeutic laparoscopic procedure. After a short delay, the procedure was completed using a similar device. There were no reports of patient harm, injury, or death.

Event description:
It was reported that the rigid video scope displayed b31 scope communication error. The issue was found during a therapeutic laparoscopic procedure. After a short delay, the procedure was completed using a similar device. There were no reports of patient harm, injury, or death.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.